Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 19-may-2025. Investigation summary: bd received 20 (5 per batch number) customer samples and 8 customer photos for investigation. The samples were subjected to a visual inspection and the indicated failure mode for additive abnormality with the incident lot numbers was observed. Additionally, bd reviewed eight customer photos, which confirmed the presence of additive rundown defects. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4094089, 4130027, 4184734 and 4281529, for the indicated failure mode: additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 4 of 4: it was reported while using bd vacutainer® serum plus blood collection tubes, 10 tubes exhibited additive abnormality. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 4: it was reported while using bd vacutainer® serum plus blood collection tubes, 10 tubes exhibited additive abnormality. No adverse impact was reported regarding the patient or user.